Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty filling insulin into the cartridge. The customer was able to fill the cartridge after the needle was changed. The customer's blood glucose level was 157 mg/dl and the pump was used to address bg level. However, at the time tandem technical support was contacted, the bg level had lowered. Additionally, the customer reported receiving an inaccurate fill estimate, however it was not known of the amount of insulin filled into the cartridge. During the call with tandem technical support, it was also reported that the customer experienced a high blood glucose (400 mg/dl) and a low bg (57 mg/dl). The customer stated that these were past events and the cause of the bg events could not be determined.